Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. The molded neck was torn apart between the distal ring and electrode tip unit and conductor coils at this location stretched 23 cm in length, most likely a result of explant damage. The lead passed electrical continuity testing.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. The device memory indicated that the lead had impedance measurements around 2000 ohms one year prior and greater than 2500 ohms eight months prior. Currently greater than 2500 ohms was observed in both unipolar and bipolar pacing mode. This lead continued to be monitored and was later explanted and replaced during a device replacement procedure for normal battery depletion. No adverse patient effects were reported.